Manufacturer narrative:
(B) (4). "Other therapies or medications which may interfere with treatment" is clearly stated as a part of contraindications. The site is reminded of this contraindication.

Event description:
On oct 3 2008, cynosure received information from dr. (B) (6) of (B) (6) skin care in (B) (6) that cynosure smartlipo laser might have contributed to patient skin injuries. Injuries occurred in the abdominal skin area. Following the infusion of tumescent anesthetic solution, a non-cynosure device, known as vaser, was used for an ultrasonic liposuction procedure. After the tumescent fluid together with the lipolyzed fat were aspirated cynosure smartlipo laser was used for further lipolysis. The patient suffered from skin injuries consistent with thermal injuries. Cynosure service dept contacted the site for laser evaluation; but was not accepted to the site until (B) (6) 2008. The laser was tested and found to perform within cynosure's specifications. Cynosure offered to provide additional in-service training; however, the training date had been postponed by the site indefinitely. Further attempts to request for more detailed additional information were not well-received by the site and therefore, not successful.